Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the relay box and antenna on the recharger paddle and the implanted neurostimulator battery in their back were getting really hot when they were charging their implant. Patient confirmed the recharger paddle and the relay box were getting hot, and it felt like the implant battery in their body was also hot, but they were unable to confirm if it actually was the battery or just the equipment. Patient did not see any visible damage to the recharger cord. Patient mentioned they had met with a manufacturer representative (rep) probably in march or april of this year for reprogramming and was told to call patient service for next steps. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
The device 97755 recharger, serial number (B)(6) was returned for product analysis. Analysis found no anomalies and complaint was unverified wherein recharger telemetry module (rtm) never got hot after running it for 10 mins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.